Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer. E1 telephone number: (B)(6). G2: foreign - event occurred in japan.

Event description:
It was reported that during kit inspection the ratchet handle does not move up or down. There was no patient involvement. Due diligence is complete and there is no additional information available.